Event description:
Customer's family member called on behalf of pt. She stated that pt has been hospitalized because pt's one touch profile is giving pt inaccurate high readings compared to the lab. Pt's meter read 597mg/dl. Customer then took insulin based on that reading. Began having symptoms and went to the ER, within one hour. A lab test was done and result was 160mg/dl. Customer was not treated in the ER.